Event description:
It was reported to philips that the pacer was not working. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The customer called and spoke with a philips representative. The customer explained that the pacer feature for their device was not working. Attempts were made to obtain details regarding the evaluation and resolution but additional information could not be obtained. Philips is unable to rule out that a malfunction did not occur. As additional information could not be obtained and an evaluation was not performed, a definitive cause for the alleged failure could not be determined. The device remains at the customer site and no further investigation or action is warranted. H3 other text : insufficient information.